Event description:
It was reported the surgeon inserted a competitor's lens and the msi-tf injector tore it during insertion. The incision was enlarged to remove the lens but no sutures were needed.

Manufacturer narrative:
Evaluation: a lot order search was performed on the cartridge and ftp. There was no similar complaints found for the cartridge and one similar complaint found for the ftp.